Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number, 9517908, is not valid for the reported part number. The subject device has been received and additional investigation to identify the correct lot number is being performed. Without a valid lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a routine instrument inspection on (B)(6) 2016, the spare reamer tube for hollow reamer was discovered to have been broken. A description of the damage was not provided. It is unknown when the breakage occurred but there was no report of patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
On follow up medwatch was reported as (B)(6) 2015; should have been (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: july 27, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the evaluation has shown that a piece at the forefront is broken off and the fragment was not sent back. The remaining cutting teeth are slightly damaged and there are strong stress marks on the outer side of the intact forefront next to the fracture visible. The relevant dimensions were checked with a caliper and were found according to the specification. The dimensions of the cutting tooth cannot be checked due to the slight damages at the tips. The manufacturing documents were reviewed and no complaint related issues were found. With (B)(4) was back then the correct material used and the hardness was within the specification. The fracture face is homogenous, which indicates material conformity. Based on these findings we exclude a manufacturing related fault. There was no information provided how or when the reamer broke or if a power tool was used, this makes it impossible to determine an exact root cause. It is likely that an excessive contact between the reamer and a screw, for example by too much lateral stress during the removal of a screw, caused a mechanical overload and finally the breakage. No indication of a product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.